Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main 3 cubie drawer failed to stay closed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie drawer 3 was failed to close. A field service engineer (fse) found that the magnet had fallen out of the inseparable, which was replaced. The drawer was tested in the hardware test application, and the customer successfully logged in and recovered the drawer. The station was confirmed to be working as designed. The system functioned as intended after the field service engineer repaired the device.